Event description:
Customer stated that during testing, the device operated in safe mode. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the loctite in the device had failed.